Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Communication was attempted between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a sensor error message and was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring hcp administration of dextrose and a sweet drink for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a sensor error message and was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring hcp administration of dextrose and a sweet drink for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.